Event description:
It was reported that both meniscal implants broke when the fibers (sutures) were tightened; the broken pieces of the implant were not retrieved. The cinch was placed and the implants were inserted through the meniscus. When the knots were being tied with the knot pusher, the construct (sutures and implants) pulled out of the meniscus. One wing from both of the implants had broken off; the implant pieces remained behind meniscus. Surgery was completed successfully with another of the same device. No further pt information was provided at the time of this report or made available in response to follow-up communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device (intact suture with attached broken implants) was received and eval is in progress. Lot number was requested but not provided, therefore, device history record review could not be conducted. Based on the info provided, there are two most likely causes of this type of damage to the implant during use. One potential cause is use of excessive pushing force when inserting the spear into the meniscus and not using the technique of rotating/twisting the spear during insertion which can cause the distal portion of the implant to peel back and break off. Another potential cause is use of excessive pulling force to the trailing suture strand during tensioning which may dislodge the implants, breaking off the tips and causing the construct to pull out of the meniscus. The product directions for use warns against the use of excessive force; slight rotation of the spear may ease deployment of the implant. Rotation of the handle should be avoided when pushing the knot and cutting the suture. The surgical technique contains the following notes: note: if resistance is encountered during insertion of the implant, rotate trocar back and fourth approximately 90 degrees while pushing forward in a controlled fashion. This will help the implant move through the meniscal tissue. Note: when using the knot pusher/suture cutter to cut suture pull suture in line with the knot pusher and avoid rotation of the handle. The potential causes of this event are being communicated to the event reporter. If add'l relevant info is obtained from the investigation, a follow up report will be submitted.